Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse events of peritonitis, abdominal hernia and an ileus, characterized by abdominal pain and vomiting which required hospitalization. The etiology of the peritonitis and ileus are unknown; therefore, causality cannot be determined. While there is no objective evidence indicating a liberty select cycler or liberty cycler set deficiency or malfunction caused the events. The liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia or the event of peritonitis. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Furthermore, those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for pain and discomfort. It was reported that the patient was discharged and readmitted the next day for vomiting and a bowel obstruction. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the hospitalization and stated the patient was also diagnosed with an abdominal hernia. The discharge summary was received on showed that the event was a single hospitalization. The discharge summary stated the patient¿s discharge diagnoses included abdominal pain, vomiting, peritonitis, hiatal hernia and an ileus. However, the document contains no narrative detailing the hospitalization, treatments, interventions or causality.